Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported left side "severe pain", "swelling", "asymmetrical and hard", "presence of liquid was observed", "was desperate and traumatized with the situation" and "capsular contracture baker grade ii". The device has been explanted.